Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon fired the stapler during a thoracoscopy video assisted lobectomy, the staple load failed and caused patient to bleed. It was stated that the tissue was not thicker than normal for a pulmonary vein. Additionally, it was stated that the staple line partially failed requiring intra-operative bleeding control and alternative measures. The patient did not require blood transfusion and is otherwise okay. There was no patient injury.